Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
This event involved a male patient who experienced no sound with their controller approximately ten months post heartware lvad implantation. The patient's alarm log showed multiple vad stop alarms, but the patient stated that he had not heard an alarm. A new controller was given to the patient and the event was resolved without patient injury.